Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that he was losing his mind. He had tissue in the brain. Customer could not control the blood glucose level. Hospital treated with IV drip and insulin drip. Customer was hospitalized for three to four days. Nothing further reported.